Event description:
It was reported that device had an electrical reset. The patient recently had a CT scan. The power on reset was reset and the device was programmed back to original settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.